Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended.

Event description:
It was reported the system intermittently failed to boot up. No report of pt injury.